Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms. His blood glucose level was 189 mg/dl. The customer had a lot of pain which caused his blood glucose level to go up. He placed the insulin back into the vial rather then using the same reservoir. The product was not returned. Nothing further to report.